Event description:
End user called in to complain about the j3 cushion with the roho air insert. End user claims to have developed pressure sores because of the cushion and the lack of ability to adjust the unit.

Manufacturer narrative:
The end user complained that he could not properly adjust the fill level of the air insert on the j3 cushion. As a result, he developed pressure sores that had to be treated medically. The end user did state that he rec'd a different type of cushion as a result and is much happier with the new cushion. His pressure sores have healed completely. The old cushion is not being returned and will not be investigated. No f/u will be filed for this incident.